Event description:
It was reported that the hand instrument is malfunctioning. The sheath of the maryland disector is burning and sparking during use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hand instrument is malfunctioning. The sheath of the maryland disector is burning and sparking during use.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root cause for the failure can be due to: contact forces; product used beyond defined useful life; incorrect sterilization/reprocessing procedure; handling procedures. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.